Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low vte (exhaled tidal volume). It was also reported that the device had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it delivering low vte (exhaled tidal volume) and displaying the patient circuit disconnect was confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and ift.